Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a large symptomatic abdominal aortic aneurysm. The aortic neck was <10 mm in length and it was severely angulated at 75 degrees, the iliac arteries were ectatic bilaterally. It was reported that the bifurcated stent graft was implanted on the left side; however, there was a proximal type 1 endoleak (see MFR #2953200-2010-01108). An aortic cuff was implanted in an attempt to resolve the endoleak; however, there was still a light type 1 endoleak present. The decision was made to not further intervene. During the same hospitalization (2 days post implant), the pt was rescanned and it was determined that there was an anterior rupture at the aortic neck that was not identified and the pt was bleeding into the abdominal cavity. It was noted that the rupture was pre-operative. The decision was made to explant the stent grafts. The explanted stent grafts were discarded. No additional clinical sequelae were reported and the pt is fine and was discharged.

Manufacturer narrative:
(B) (4). Severely angulated aortic neck, ectatic iliac arteries bilaterally, pre-operative rupture, endoleak, stent graft was implanted in a pre-operatively rupture aortic neck and inadequate anatomy.